Manufacturer narrative:
During inspection and testing, the foreign material found in the forceps elevator was suspected to be due to insufficient cleaning of the device. In addition, the reported issue (the instrument channel was burned) was confirmed and found to be caused by the use of high energy endotherapy accessories without ensuring there was sufficient distance from the distal end. Service also found the adhesive on the bending section cover was detached, the right/left and the up/down knobs were discolored. The bending angle was out of specification and there was play in the knob due to wear of the angulation wire. There was insufficient water to clean the objective lens and there was no air/water flow, due to clogging of the air/water channel. Multiple parts of the device were scratched. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that during an unspecified procedure, the instrument channel was burned. The procedure was successfully completed. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, foreign material was observed in the forceps elevator. This report is being submitted for the malfunction found during evaluation (foreign material in the forceps elevator). Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Event description:
Additional information was received regarding the customer's reported issue (the instrument channel was "burned"): the subject device was inspected prior to use. The intended procedure was a therapeutic cystogastrostomy. The procedure was completed using the subject device. There was no patient impact due to the reported issue.

Manufacturer narrative:
This report is being supplemented to provide additional information received regarding the customer's reported issue. Information added to b3, b5, e2, e3, and g2.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g3. Correction to g3 of the initial medwatch. The aware date should be 02-mar-2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, the specific root cause of the foreign material could not be determined at this time. The following information is stated in the instructions for use: "3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.